Event description:
Reported via patient call center. It was reported that the patient had a stroke. On (B)(6) 2025, a left atrial appendage (laa) closure procedure was performed, and a 35mm watchman flx pro closure device was successfully implanted. The patient was discharged following the procedure. On (B)(6) 2025, the patient reported he was feeling very well and in good condition. As a result, he independently discontinued eliquis and experienced a stroke two days later. On (B)(6) 2025, the patient went in for their 45-day follow-up transesophageal echocardiogram (tee), and the patient reported they were informed their heart tissue was not growing over the device. On (B)(6) 2026, the patient reported they underwent a computed tomography scan (CT), which again confirmed no change from the tee in (B)(6) 2025. The patient remains on eliquis. As a result, patient is scheduled for a follow-up with the physician to discuss treatment plans.